Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that c solution was leaking at connector of dark green port connecting solution into cassette during vitrectomy surgery. The surgery was completed by replacing with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The photo of the sample was visually inspected and confirmed leakage form the green port of the cassette body, similar complaints of this nature has been investigated and confirmed the port to be cracked which will result in the customer's experience. The source of the leakage was a crack on the infusion cassette-port which caused the leakage. A root cause determination is in-progress to investigate this quality issue. An internal investigation is in-progress to investigate trend, determine root cause and to take appropriate corrective actions. An investigation plan has been established to evaluate and analyze processes with the potential to cause this observed quality issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).